Event description:
It was reported by service report that the ground prong from the power cord was missing. The customer could not determine if there was pt involvement or if there were adverse consequences to report.